Manufacturer narrative:
"Approximate age of device" 10 months. The device is expected to be returned for analysis, it has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Multiple requests were sent to the user facility for the return of the system controller; however, the device was not returned for evaluation. The reported driveline fault alarm was confirmed based on the information contained in the submitted log file. A driveline fault alarm was active between 10:32 am and 10:34 am on (B)(6) 2014 the log file indicated that the driveline was momentarily disconnected at 10:34 am. After the driveline was reconnected, the driveline fault alarm was active from 10:43 am to 6:19 pm and the system controller was disconnected. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital for a repeat driveline fault alarm and a review of the submitted log files contained a pump stoppage event. The patient was asymptomatic. X-rays that were taken appeared unremarkable.